Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00517.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be end firing after 5 minutes of use. The fiber was exchanged, and during use of the second fiber, a fiberlife error message displayed. The fiber would not fire, and it was noted the tip came off. The fiber was exchanged, and the procedure was completed utilizing the third fiber. There was no patient injury reported due to the event. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the reported issue cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.